Event description:
The reporter stated that while taking blood on the 3-way stopcock of the arterial extension, the luer connector in direction to the pt detached. There was no pt injury or treatment reported with this event.

Manufacturer narrative:
The subassembly in question is a560 and is manufactured by facility this assembly is incorporated into the finished product (mx9625as) by MFR in another country. The finished product is further assembled, packaged and sterilized by MFR visual inspection of the returned product confirmed the tube had detached from the male luer lock (mll). The od of the tube and the ID of the mll were within spec. Examination of the tube surface confirmed the bonding solvent had been properly applied and that the tube had been fully inserted into the mll. No direct cause could be determined for the detachment. The device history was reviewed and was acceptable. Review of the complaint database indicates this is the second reported complaint for this subassembly in the last 24 months. MFR was able to confirm the issue; however, no cause could be determined. There did not appear to be any mfg issues that would have contributed. This issue is being monitored for trend. MFR considers this MDR closed with this report.